Event description:
It was reported that the subject showed error e226 code. The issue occurred during service / maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root caused could not be identified. Based on the results of the investigation, the most probable cause for e226 due to cable unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.